Event description:
It was reported that during an open deep rectum procedure, the device did not staple correctly and the staples did not close. The case was completed with another device. There was no patient consequence.